Manufacturer narrative:
Block e1 (initial reporter fax): (B)(6) . Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the device was inserted through the endoscope and was positioned in from of the ampulla. When the nurse actuated the handle to bow the cutting wire in preparation for the cutting of the ampulla, the wire broke. It was reported that the wire anchor was dislodged. Additionally, no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device inside a clear package was provided by the customer and showed the cutting wire was broken and kinked.